Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The bending section detachment was due to loosening or detachment of parts joint area. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cystonephrofiberscope had a broken bending section cover and an untied biopsy port. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the bending section cover came off, foreign material inside the distal end, the distal end had defective thread, the distal end was damaged, the mount was damaged, the mouth guard piece for endoscopy was damaged, the eyepiece unit lens was humid. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.